Event description:
It was reported that the patient was cooling and the arctic sun device alerting 113 (reduced water temperature control) all morning. Noticed alert x 3 since being in front of device patient temperature (pt) was 35.9c, targeted temperature (tt) was 36c, water temperature (wt) was 28.3c, water flow rate (wfr) was 3.4 l/m. They had already tried draining water from device before calling in. System diagnostics were outlet monitor temperature (t1) was 28.3c, outlet control temperature (t2) was 28.3c, inlet temperature (t3) was 28.5c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 3.4 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 82 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 5310, pump hours were 4914. Advised to swap out devices and send this one to biomed labeled 113 not cooling. Mixing pump needs to be evaluated. It was obvious from the files that the failed mixing pump was the cause of the alarms. Discussed spare parts and depot service repair options.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient cooling and the arctic sun device alerting 113 (reduced water temperature control) all morning. Noticed alert x 3 since being in front of device patient temperature (pt) was 35.9c, targeted temperature (tt) was 36c, water temperature (wt) was 28.3c, water flow rate (wfr) was 3.4 l/m. They had already tried draining water from device before calling in. System diagnostics were outlet monitor temperature (t1) was 28.3c, outlet control temperature (t2) was 28.3c, inlet temperature (t3) was 28.5c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 3.4 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 82 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 5310, pump hours were 4914. Advised to swap out devices and send this one to biomed labeled 113 not cooling. Mixing pump needs to be evaluated. It was obvious from the files that the failed mixing pump was the cause of the alarms. Discussed spare parts and depot service repair options.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a mixing pump failure. A DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.